Event description:
It was reported that the quick bolus/wake button on the customer's pump was difficult to press and often required multiple attempts to activate the screen. There was no adverse impact to the customer's blood glucose level. The customer was advised to ensure the pump was not plugged in and to firmly press the center of the button while providing support. The difficulty persisted, even after removing the pump from its case. The customer continued to use the pump for insulin therapy.